Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the scope connecter cover and control unit of the gastrointestinal videoscope was dirty. Based on the results of the investigation, the probable root cause was component failure, switch 1 was dented causing watertightness to be lost. Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of a leak was detected in button 1 during preventive inspection this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, the scope connecter cover and control unit of the gastrointestinal videoscope was dirty.